Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did confirm the customer comment about freezing up upon power-up but it was determined that the battery that was used had low voltage which caused the generator to not power up. Analysis also found that the upper and lower cases were broken, the lead flex cover was contaminated and the keyboard pad was damaged (scratched). It was noted that this unit was an official loaner. (B)(4).

Event description:
It was reported that the external pulse generator froze up when powered on. The generator was returned for service. It was indicated that there was no patient involvement associated with this device.